Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had to replace pump 3 times within warranty period, did have an issue within the past 6 months stated it stopped working and had a motor error previously. Customer blood glucose value was unknown. The customer was assisted with troubleshooting. The device will not be return for analysis.